Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels of 50 mg/dl, cause was unknown. Customer consumed glucose tablets and drank orange juice to address low bgs. In addition, it was reported that the customer experienced elevated blood glucose levels, values were not provided. No additional information was reported. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: logs were reviewed from (B)(6) 2020. A total of 1 low event was detected within the specified date and time range. A low event is defined as a glucose less than 54 mg/dl in a 2-hour period. The results of the investigation for this event is included below. Continuous glucose monitor (cgm) values of 50 to 53 mg/dl were recorded at 7:40:21 pm to 7:45:20 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 50 was enunciated at 7:40:21 pm on (B)(6) 2020. The user made the following bolus request(s) while having insulin on board (iob): time: 1:46:59 pm date: (B)(6) 2020 iob: 4.05 requesting a bolus with iob may lead to a low glucose event. The user made the following bolus request(s) while having insulin on board (iob): time: 2:43:36 pm date: (B)(6) 2020 iob: 2.90 requesting a bolus with iob may lead to a low glucose event. Blood glucose (bg) of 35 mg/dl was entered into the pump by the user on (B)(6) 2020 at 5:59:30 pm. Blood glucose (bg) of 350 mg/dl was entered into the pump by the user on (B)(6) 2020 at 5:59:38 pm. This indicates the bg of 35 mg/dl was likely entered in error. There is no evidence that the pump experienced a malfunction or failure.